Manufacturer narrative:
Additional information: date of event and explant date. The recipient's device was explanted. The recipient was reimplanted with another cochlear implant.

Event description:
The recipient is reportedly experiencing intermittencies and non-auditory shocking sensation with device use. External equipment was exchanged; however, the issue was not resolved. Revision surgery is being considered.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device is lost and will not be returned to the company for analysis. A review of the device history record noted no rework. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.